Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that while surgeon was reaming acetabulum, during high torque situations, the rear locking mechanism of the mics would disengage and cause the handle to spin and crash into the surgeon¿s hand. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot k08cd and 23 were accepted into final stock on 09/21/2016. A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k08cd, p/n 209063 shows 7 other complaint(s) related to the failure in this investigation. The complaint investigations are: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
While surgeon was reaming acetabulum, during high torque situations, the rear locking mechanism of the mics would disengage and cause the handle to spin and crash into the surgeon¿s hand. Surgeon complained that this is a reoccurring issue, and that it¿s becoming more and more consistent. Tha case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While surgeon was reaming acetabulum, during high torque situations, the rear locking mechanism of the mics would disengage and cause the handle to spin and crash into the surgeon¿s hand. Surgeon complained that this is a reoccurring issue, and that it¿s becoming more and more consistent. Tha case.